Event description:
Customer notified baxter corporate product surveillance of one intravia empty container which ripped at the base when an unknown set was removed. Fentanyl and bupivacaine were being used at the time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The customer reported condition was confirmed during visual inspection. However, the cause could not be identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review concluded that the products label adequately describes the process for use.